Manufacturer narrative:
2019-10-23 (B)(4): on (B)(6) 2019 the rd was malfunction - reportable. The rd should be malfunction - non reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on an abdominal wall hernia, the cartridge could not be attached, so a new product was used. It was thought that probably because the trigger was not squeezed sufficiently, the pin of the shaft did not turn to be vertical and the cartridge could not be attached. When they checked whether the cartridge was able to be attached or not on site, the attachment was able to be performed without problem. The procedure was completed with another device. There was no patient involvement.